Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose in the range of 600mg/dl to 700mg/dl. Customer¿s blood glucose at time of incident was 400mg/dl and current blood glucose was 431mg/dl which was treated with insulin pump and manual injection. Customer mentioned that insulin pump alarmed for insulin flow blocked during troubleshoot for high blood glucose. Customer performed high pressure test and passed. Customer reports that insulin exited at quick release. Customer reports event was resolved by changing complete set. Products will not be return for analysis.